Event description:
As reported, the patient had an initial tka in (B)(6) 2008. The patient was brought back for right knee pain, which appeared to be tibial loosening. The insert was removed. The femur was checked and found to be well fixed. Attention turned to the tibia and it was found to be loose. The tibia was removed. A new tibia, stem and insert were implanted. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 200-02-29 - three peg patella 29mm sn: (B)(4), 200-04-21 - cemented finned tib. Tra sz 2f/1t sn: (B)(4), 230-03-02 - optetrak asy,cr cemented femoral, sz 2, sn: (B)(4), 620-00-02 - platelet rich plasma kit with spray tips sn: (B)(4), 620-11-02 - accelerate conc. Sys rep by 620-12-02 sn: (B)(4).

Manufacturer narrative:
H3: the revision reported was likely the result of aseptic loosening of the tibial tray after 14 years of implantation. However, this cannot be confirmed as the devices were not available for evaluation and limited clinical information was available to assess possible contributions from patient-related conditions and/or initial implant alignment to the reported event. H7: z-0019-2022.